Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial#:(B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was having issues with pain relief from the pump which started 3-5 months ago. The reporter inquired if there were any known adverse events to having a spinal cord stimulation device with the pump and if this could cause issues with pain relief as the patient also had a spinal cord stimulator from another manufacturer. The reporter also stated that the catheter had gradually moved up from c1 to c0 and they wanted to know if this was causing the patient¿s pain. The patient had not had any falls or trauma.

Manufacturer narrative:
Other components include: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Updated to reflect the information received on 2017-mar-06. Per the information received on 2017-mar-06, (B)(4) no longer applies to this event, however (B)(4) does apply and was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that no steps had been taken to resolve the patient¿s lack of pain relief and catheter migration. According to the patient, their spinal cord stimulators were causing the pain. The patient¿s morphine drip was being backed down as well. The cause of the catheter migration was stated as being unknown and ¿stimulators¿. It was not indicated that the patient¿s lack of pain relief and catheter migration were not resolved as the patient still had a burning in their left outside calf.